Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call insulin leaked and smell insulin in insulin pump. Customer¿s blood glucose level was unknown. Customer stated that the reservoir was injection molded and over time the negative pressure was causing pressure and vacuum causing the air bubbles to occur. Customer declined troubleshooting. The insulin pump will not be returned for analysis.